Event description:
Per the clinic, it was reported that there was open circuits on all electrodes. The patient has a history of frequent daily falls due to clumsiness, but with no reports of a head trauma. Troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.